Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. Physician suspected an infection when the pocket incision was opened. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. The patient was doing well postoperatively.